Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As reported to customer relations via cri observation study complaint form: biliary stents placed in (B)(6) 2021 to treat malignant biliary stricture due to gall bladder cancer. At 40 days post-procedure, the patient experienced cholangitis, treated with ercp with stent removal at 41 days post-procedure, IV antibiotics, and fluids. The site noted that this event was related to the study stent, noting ¿stent partially occluded,¿ not related to the study procedure, and related to metastatic disease. Additional procedures performed at the same time as study stent placement: two cook pancreatic stents placed in hepatic ducts. The event is noted as unresolved at time of death or study exit. Patient was discharged from hospital to hospice. Data collection includes stent indwell time. No other aes are noted. The patient has exited the study.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 16-may-2025.

Manufacturer narrative:
Device evaluation the device evaluation of clso-10-12 of lot number c1749330 could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to the (B)(4), (B)(6), cholangitis, stent occlusion. An adverse event has been reported without a device problem. A device malfunction was not reported. Trending will monitor if any future investigation is required. Manufacturing records prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for clso-10-12 of lot number c1749330 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/or label the instructions for use (ifu0045), which accompanies this device advises the user on potential complications: those associated with ercp include, but are not limited to: pancreatitis, cholangitis, aspiration, perforation, hemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest. Those associated with biliary stent placement include but are not limited to: trauma to the biliary tract or duodenum, obstruction of the pancreatic duct, stent migration. This device is used to drain obstructed biliary ducts. There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0045) this is a known potential adverse event as described in the instruction for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive cause could not be determined from the investigation. Possible cause is that "cholangitis and stent occlusion" are known procedural adverse events associated with ercp procedure as per the IFU. As per the pmcf study, the cause of the cholangitis was reported to be due to metastatic disease. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, 40 days after the stent placement, the patient developed cholangitis, which was treated with an ercp and stent removal and the patient received IV antibiotics, and fluids at 41 days post-procedure. Confirmed quantity of 1 device, confirmed used. This is a known potential adverse event as described in the instruction for use. The investigation findings conclude that a definitive cause could not be determined from the investigation. Possible cause is that "cholangitis and stent occlusion" are known procedural adverse events associated with ercp procedure as per the IFU. As per the pmcf study, the cause of the cholangitis was reported to be due to metastatic disease. Complaint is confirmed based on customer and/or rep testimony complaints of this nature will continue to be monitored for similar events.